Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Total hip replacement left side in 2006. On (B)(6) 2016: patients reports progressive pain since about 1 year, "wearing" of the implant diagnosed, patient undergoes revision surgery on (B)(6) 2017.

Manufacturer narrative:
An event regarding pain and liner wear involving an unknown liner was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information were provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Total hip replacement left side in 2006. On (B)(6) 2016: patients reports progressive pain since about 1 year, "wearing" of the implant diagnosed, patient undergoes revision surgery on (B)(6) 2017.